Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that upon connecting the handpiece, error code was displayed on the machine's screen during set up for cataract surgery (with intra ocular lens implantation). Backup handpiece was used but surgery completion details were unknown. There was no patient contact and no patient impact.